Manufacturer narrative:
Pump passed active current measurement and sleep current measurement. Pump successfully downloaded to thump. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 05:43:01 after more than 7 days at 10.38 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 10:59:01 after more than 7 days at 10.75 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 07:31:00 after more than 7 days at 11.22 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, the pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2025 02:36:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage to the pcb1 board and pcb2 board. Pcb 1. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, cracked battery tube threads, cracked belt clip rails, and missing display window cover. The p-cap/reservoir does lock properly. The pump trace download analysis confirmed the pump alarmed pump error 25 due to moisture damage to the electronic assemblies. Cosmetic damage was confirmed at belt clip rails during analysis. No damage to the reservoir compartment noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer reported the location of the damage was at the belt clip rail, and the case of the reservoir tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the power error detected alarm, and the customer was able to clear alarm and complete rewind. Troubleshooting was performed for the cosmetic damage, and the serialized device be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.